Event description:
During service of product an intermittent no apnea alarm condition was found due to analog board being out of specification. Replaced analog board. Device was opened by customer and was received with loose component taped to case.